Manufacturer narrative:
(B)(4). ( 5 of 6).

Event description:
Customer alleged to have identified retracted plastic safety shields. There were no reports of patient or user injury for this event. This report is due to a retrospective post market surveillance review. Product was not returned by the customer for further investigation.